Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Investigation results will be provided in the final report.

Event description:
It was reported that ipg was unable to communicate with external devices, and patient lost therapy, as the ipg reached end of service (eos). It is unknown if the ipg was prematurely depleted. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.